Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.

Event description:
During baxter's testing, the device was found to power off without user input. Any patient involvement, injury or medical intervention is unknown since this occurred during testing.